Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system, with blood glucose reaching approximately 520 mg/dl and remaining above target for many hours; the user disconnected from the ilet and administered 20 units of subcutaneous rapid-acting insulin via pen. Symptoms included dry mouth, headache, confusion, and reported memory issues. Outcomes included no ketones detected and no medical intervention or hospitalization. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia unclear. It was concluded that the event was user-reported hyperglycemia of unclear cause with no evidence of device failure, and the user planned to consult a trainer before resuming ilet use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.